Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent cartridge alarms (alarm 19) occurred with multiple cartridges. While loading the cartridges resistance was met. Customer continued to use pump and manual injections for insulin therapy. Customer's blood glucose was 130-147 mg/dl.